Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety mechanism did not properly cover the needle. Patient 2 of 3 there was no report of patient impact. The following information was provided by the initial reporter: cathena saftey device not working. Has happened 3 times and the lot number has been pulled. Bd syringe where safety guard was not attached to the needle. Needle was exposed after retracting. This has happened 3 times different patients

Manufacturer narrative:
H.6. Investigation summary: a trend for the safety shield activation failure (catheter) failure mode for lot 2238464 has been identified. The appropriate personnel have been notified of this complaint. Bd determined that the cause of the failure was related to our manufacturing process. Actions to address this trend have been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a notable preventative maintenance occurred which could be related to the cause of this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety mechanism did not properly cover the needle. Patient 2 of 3 there was no report of patient impact. The following information was provided by the initial reporter: cathena saftey device not working. Has happened 3 times and the lot number has been pulled. Bd syringe where safety guard was not attached to the needle. Needle was exposed after retracting. This has happened 3 times different patients